Manufacturer narrative:
Only the device identifier (hibcc) is known: (B)(4) for this report. Enginering investigation is ongoing. No definitive conclusions have been reached to date.

Event description:
Revision surgery was required after apollo locking plates were broken. The original surgery date was (B)(6) 2024. A revision surgery was completed on (B)(6) 2025.